Event description:
Additional information was received and it was reported that the x-ray was done on (B)(6)2013. The patient had additional symptoms of worsening irritability and distress, the patient was flushed, heart rate 144, respiratory rate 28, and blood pressure 130/70. The patient recovered without sequela following the pump replacement. Additional information was received and it was determined that following information previously reported in manufacturer¿s report #3 007566237-2013-01465 is part of the event in this report: [it was reported that a patient presented to the hospital about two weeks ago with withdrawal symptoms and then again on the day of this report with the same symptoms. The first time the patient went into hospital, the pump had been interrogated, imaging and scans were performed and it was reported the pump and catheter seemed to be intact and working. No alarms were reported and it was confirmed the programming was correct on the day of this report. Pump volume discrepancies had not been checked and a dye study was being performed. A therapeutic bolus had been given and there reportedly was a response to the bolus. It was noted the problems had started after the pump reservoir volume went low before the patient¿s last refill in (B)(6). The volume reportedly went a little below 1 ml before it was filled. The patient¿s next refill date was not until the first week of may. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.].......and.......[ additional information received reported further interventions included a ¿CT omnipaque study, in correct position, easy flow of csf (cerebrospinal fluid)¿. The patient reportedly had multiple episodes of withdrawal during a short duration. No cause was found; the pump was replaced with a new proximal connector and was reportedly returned. It was noted ¿required replacement of pump prior well before expiry date¿. The problems ¿appeared to¿ have been resolved. It was later reported the patient had come in on (B)(6) 2013 for a refill. At that time he had a three day history of being unwell, not sleeping, crying out in discomfort and being clammy. The health care provider (hcp) then decided to send the patient down to ¿sick kids¿ but before sending him refilled the pump. It was reported ¿on the print out it said there should be 4.6ml to be withdrawn but when I withdrew the old baclofen there was only 1.0 ml in the reservoir¿. The patient was then sent down to ¿sick kids¿ for further evaluation. It was reported the only investigation that was done was an x-ray to look at the catheter placement.]

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that for a few days, the patient had been exhibiting withdrawal like symptoms; very spastic, tense, rigid, diaphoretic and pain. The patient spent a day and a half at the hospital. The pump was refilled at that time and this was a week before the actual due date. The expected reservoir volume was 4.6 milliliters (ml), however, only 1 ml was aspirated. The patient was reported to receive a bolus of 100 and noticed improvement. The pump logs were reviewed and no issues were observed. An x-ray was also performed as other causes were ruled out. It was reported that since this event everything was "running fine." This device system was used to deliver lioresal.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The pump passed all infusion, non-destructive, and fu ll-destructive testing. Dispense testing and additional 24 hour infusion testing at 37 degrees centigrade and also 43 degrees centigrade passed showing that the pump was dispensing accurately. Septum was examined and no definitive damage or coring that could promo te a leak could be seen. Logs where examine and no anomaly appears to have occurred at any time. This pump appears to be operating as designed.

Manufacturer narrative:
Product ID neu_unknown_cath, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump became ¿non-functional¿ with no known cause. The pump was replaced. It was reported that there was ¿no injury or death¿ related to the event.

Event description:
It was additionally reported that when the event took place in (B)(6), it was said the pump had run "pretty much dry." A volume discrepancy was found at refill; the provider was barely able to withdraw 1cc out of the pump. It was noted that three days after the medication refill, the patient had withdrawal symptoms and was "looking terrible". A baclofen bolus was given by the provider, and the patient was reportedly, then "ok." It was said the patient had been to the hospital three times due to symptoms that appeared "like baclofen withdrawal." One night in (B)(6), it was reported the patient experienced symptoms of baclofen withdrawal, which included sudden tightness, sweating, eye rolling, and trembling. It was said the symptoms lasted less than 24 hours. On (B)(6) 2013, the patient experienced the same symptoms as mentioned above. The patient was brought to the hospital and tests were done, which included a computerized tomography (CT) and positron emission tomography (pet) scan. The patient remained hospitalized for two days. A bolus was given and symptoms resolved. The patient again had symptoms on (B)(6) 2013, and the patient's family was referred to seek medical attention at the hospital immediately. The symptom reoccurrence resulted in the pump's performance to be questioned. The reporter indicated that the patient would probably end up getting a new pump device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.